Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h4, h6. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device confirms that the lead threads of the hex bolt are fractured. The fractured threads remain in the tm shell (lot 64932803). The device also exhibits usage consistent with usage. Device history record (DHR) was reviewed and no discrepancies were found. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon was impacting the 60mm continuum shell into the patient. The shell was properly threaded onto the impactor using the non rotating adaptor tip and was not cross threaded to any knowledge. The threaded tip broke off in shell while impacting. There was an estimated 15 to 20 minutes added to case to remove cup and try to get the broken tip out of cup. After being unsuccessful, we had to ream up to a 61 and implant a size 62 shell. No additional information.